Event description:
A ventilator's power management board was replaced at a third party service center. The device was not in patient use. The power management board was returned to the manufacturer for evaluation. During evaluation, the mosfets on the power management board were found to be in an open state. This type of malfunction would prevent the device's batteries from charging.